Event description:
The cystonephrofiberscope was returned to the service center with a report of damage at the distal end of the scope. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, detached biopsy port was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the detached biopsy port, the cause was traced to a component failure without any design or manufacturing issue due to problems caused by excessive or inadequate physical force exerted on it by another object, resulting in problems like wear, bending, deformation, fracture, and fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.